Event description:
It was reported that the patient was experiencing inadequate pain relief. Xray revealed that the spinal cord stimulation (scs) leads had migrated. The patient underwent a scs explant procedure and was doing well postoperatively. The explanted device will not be returned.